Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000151256 the results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient experienced ineffective stimulation. Investigation was unable to determine which lead attributed to the issue. Surgical intervention was undertaken where both leads were explanted and replaced to address the issue. Therapy was restored post-op.